Event description:
The physician had repositioned a competitor's coil several times; however, the coil loops continued to protrude from the aneurysm located in the middle cerebral artery (mca). It was reported that while the competitor's coil was being removed from the aneurysm, the physician was able to confirm that the subject coil, previously implanted, protruded from the aneurysm. The physician removed the competitor's coil with the microcatheter and used a snare device to retrieve the subject coil from the m1 segment of the mca. The physician decided to terminate the procedure. There were no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the main coil detached from the delivery wire was returned. The main coil was kinked and stretched likely due to retrieval with the snare device. Evidence of electrolytic detachment from the detachment zone was observed. Functional testing could not be performed due to the condition of the device. Information available indicated that a competitor coil was being repositioned, when the subject coil, which had already successfully been implanted protruded from the aneurysm resulting in its migration. Based on the information currently available, it is probable that this procedural factor contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
The physician had repositioned a competitor¿s coil several times; however, the coil loops continued to protrude from the aneurysm located in the middle cerebral artery (mca). It was reported that while the competitor¿s coil was being removed from the aneurysm, the physician was able to confirm that the subject coil, previously implanted, protruded from the aneurysm. The physician removed the competitor¿s coil with the microcatheter and used a snare device to retrieve the subject coil from the m1 segment of the mca. The physician decided to terminate the procedure. There were no reported clinical consequence to the patient due to this event.